Manufacturer narrative:
On august 31 2020 mentor received additional information indicated that the date of explantation was on (B)(6) 2020, the post operative report indicated that there was right draining sinus at previous breast implant incision site. Removal of right silicone breast implant, total capsulectomy on right side and placement of right silicone implant identical to previous size, replaced with cat#:smpx-440 sn#: (B)(6). This report belong to right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor memorygel 465cc on the left, and 440cc on the right side, silicone breast implants which the health care professional reported the following: bilateral infection - postulated infection on right but not confirmed via culture. Patient was hospitalized. Left side incision opened implant was exposed and infection occurred. When doctor removed left side implant and he nicked it during removal causing a rent. The issue was confirmed by the physician. As a result patient underwent unilateral revision of left side with cat#: smpx440, sn#: (B)(4) on (B)(6) 2020. This report is for the right side.

Manufacturer narrative:
On 3/19/2020, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/1/2020, additional information received, indicates that the patient is scheduled for removal and replacement of the right implant on (B)(6) 2020. Patient also experiencing capsular contracture baker grade iii/IV on the right side. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 9 2020: during visual inspection of the device, a tear was observed on the anterior aspect, measuring approximately 2.9 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).